Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they were getting a message on the programmer that there were no leads attached to the cable. Caller confirmed the cable was plugged into the side of the ens but the error message still persisted. Caller mentioned they could previously see a little thin wire that they can no longer locate and noted that there was a lot of tape present at the trial site. The error message started intermittently on friday but occurred again yesterday and when they spoke with manufacturer representative (rep) they said that it might have been caused by the patient's bodily position. The patient was redirected to managing healthcare provider (hcp) and recommended letting rep know as well.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown serial#, implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.